Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery (lad). The 4.0x19mm graftmaster rx covered stent failed to cross due to anatomy. A 4.0x26mm graftmaster rx was deployed at 10 atmospheres (atms) with no issue; however, the perforation was larger than expected and this was confirmed via angiogram. Therefore, an additional 4.0x26mm graftmaster rx was deployed at 15 atms right next to the other covered stent. Both graftmasters successfully sealed the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.